Manufacturer narrative:
The complaint device associated with this report has not been received for evaluation. Product history records could not be reviewed because the reporter did not provide a lens serial number, lot number, or any identification traceable to the manufacturing documentation. Additional information was requested on 05/28/2008, 06/02/2008, 06/09/2008 and 06/16/2008 by mail, fax and phone. A completed questionnaire has not been received. This report was mailed to FDA on: 06/20/2008.

Event description:
A surgeon reports having a patient with an unexpected postoperative refraction following intraocular lens (iol) implant surgery. Additional information has been requested.